Event description:
The physician reported the patient's capsular bag was weak and could not support the intraocular lens. The lens was removed without complication.

Manufacturer narrative:
Physician stated the intraocular lens did not cause this event, patient had a weak capsular bag. The returned intraocular lens optic shows a bent haptic, not inconsisent with an explanted lens. While we were unable to determine the origin of the damage our investigation reasonably suggests it is not manufacturing related.